Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected insulation damage on the right ventricular (rv) lead during implant of the implantable pulse generator (ipg). The rv lead exhibited oversensing, loss of capture and dropping/pauses of beats. The ipg exhibited dropping/pauses of beats and sensing issues. The right atrial (ra) lead also exhibited far field r-wave (ffrw) oversensing. Reprogramming was performed. The ipg, rv and ra leads remain in use. The patient was kept overnight for observation. No patient complications have been reported as a result of this event.